Event description:
A generator that was explanted due to normal end of service was returned for analysis which was completed on (B)(4) 2014. Supply current pulsing was out-of-specification on the current automated post burn test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.